Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system suppressed quality control (qc) results for the cartridge chemistry (cc) ast (aspartate aminotransferase), alt (alanine aminotransferase), bun (blood urea nitrogen) and cr-s (creatinine) analytes. One (1) erroneous patient serum cr-s result was generated during the event but was not reported outside of the laboratory. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat. There was no report of operator injury or adverse effect as a result of this event. There was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the instrument reagent probe a leaked; the fse replaced the reagent probe a collar wash valve to resolve the issue.